Event description:
It was reported that a patient death occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. The procedure was successfully completed without complication. Post-procedure, the patient developed shortness of breath so he was kept the following day for further observation. An echocardiogram was performed and no new changes were observed except for pulmonary hypertension which he had a history of. Later in the day, the patient became very short of breath and became unresponsive. An echocardiogram continued to show the closure device was in good position, and there was no effusion. Also, the previous tavr valve was ok. Approximately, 36 hours post-procedure, prior to discharge, the patient sustained a pulmonary embolism and passed away. Per the physician, it is suspected that a pre-existing deep vein thrombosis was stirred up during the procedure.